Manufacturer narrative:
As part of normal complaint follow-up, a root cause investigation was performed at mako surgical. A mako clinical technical specialist observed that the pin was used properly, and was not bending while being driven into the bone. The drill guide was being used to guide the pin into the bone. The surgeon acknowledged the pt's tibia bone density was high. It is likely that the tip of the bone pin slowed as it entered the dense cortical bone in the second cortex while the opposite end of the pin was still driven by the power drill. This likely caused the bone pin to fail in torsion. The pins were designed with potential breakage as a known failure, similar to standard fixation pins, drill bits, and screws. The bone pins are made from implantable stainless steel which minimizes implantation risks including biocompatibility reactions and infection responses. Preventive actions taken include evaluating the ability of the bone pins to resist usage loads under expected condition to ensure that the chance of breakages will be minimal and a review of the surgical technique to ensure appropriate description and warnings are included for placing pins. The risk of bone pin breakage is not unique to our procedure and is a well known and accepted risk in computer-assisted surgeries. With present technology, the risk is unavoidable at a very low occurrence level (first occurrence of this type with our bone pin out of a total of 800 bone pins used). However, it was decided to submit this 30 day report, in an abundance of caution to ensure compliance with medical device reporting regulations.

Event description:
The surgeon performed a unicondylar knee replacement on a pt utilizing the mako surgical corp. Tactile guidance system (model #0040tas00000) in 2008. While placing the second bone pin into the tibia, the tip of the bone pin broke off in the pt's bone. The tip of the bone pin that broke off remained in the pt. Since the broken-off portion of bone pin was under the pt's bone surface, the surgeon chose not to retrieve the piece to avoid further damage to the bone. The surgeon completed the unicondylar knee replacement and the case concluded without further incident or harm to the pt.